Manufacturer narrative:
Lot number was not provided by customer. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The dentist reported that almost 02 months after the dental implant was installed in intraoral region 07#, its non- osseointegration was observed. Moreover, 15n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity bone type iii.